Event description:
(B)(4). Report indicates: during left knee arthroscopy, after infusing 6000ml of lr, it was noted patient's thigh was quite swollen. Infusion was stopped and measures taken to express the fluid and decrease the swelling in the extremity. Our staff did not document exactly which lot number pump was used, so this is not available. Immediately after this occurred we talked with smith and nephew and sent back all pumps, exchanging them for new product. Neither of which were reported as complaints at that time(they were reported as service/repairs). Safety affairs spoke with sales rep. For additional information regarding patient status. (B)(6) indicated he was not present back in (B)(6) 2012 for this procedure and only told by facility that the units had pressure issues and were returning for service/repair. When asked if he was informed about the patient extravasation he indicated, 'I was not aware of any patient injury or complications".

Manufacturer narrative:
Pumps are zn01120 and zn00845, neither were reported as complaints at that time (they were reported as service/repairs) and the units have not been evaluated; pumps were received (B)(4) 2012. Customer received service replacements for the two pumps. The 4 levelerts were returned on 12/27/2013 under a contract return, only one has been evaluated and it was re-calibrated. (B)(4).